Event description:
It was reported while using the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the insulin flow will stop before the complete dosage is dispensed on 13 needles. The following information was provided by the initial reporter: consumer reported when taking injection the insulin flow will stop before the complete dosage is dispensed. Stated, she has to use a second pen needles to complete her injection. 13 pen needles affected.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes no d9: returned to manufacturer on: (B)(6)2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the insulin flow will stop before the complete dosage is dispensed on 13 needles. The following information was provided by the initial reporter: consumer reported when taking injection the insulin flow will stop before the complete dosage is dispensed. Stated, she has to use a second pen needles to complete her injection. 13 pen needles affected.